Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation a screen with a message appeared indicating the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) code. Boston scientific technical services (ts) was consulted and discussed possible reasons for this code to appear, including a long telemetry session. Ts recommended sending in the interrogation data for review. The field representative noted that the clinician has not yet downloaded the data to send in for review, thus the cause of the bd code remains unknown. At this time the s-ICD remains in service and no adverse patient effects were reported.